Event description:
The patient stated that she was experiencing blood glucose levels greater than 500 mg/dl. Troubleshooting was performed, and the patient stated that the drive support cap was loose. The insulin pump did not pass the prime test, and the patient didn't have the tubing clamp for the high pressure test. The time and date were incorrect, and the patient didn't know if the programming was correct. Advised the patient to call her hcp for her correct settings. Also, advised that a tubing clamp would be sent to her to continue troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.